Event description:
It was reported that the outer cover did not properly attach the bd micro-fine¿+ pro pen needle to the pen, causing it to fall off. The following information was provided by the initial reporter, translated from japanese: "the user attached the pen needle to the pen by turning it around all the way inside but the pen needle was not attached properly and was detached."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover did not properly attach the bd micro-fine¿+ pro pen needle to the pen, causing it to fall off. The following information was provided by the initial reporter, translated from japanese: "the user attached the pen needle to the pen by turning it around all the way inside but the pen needle was not attached properly and was detached."